Event description:
It was reported that this pacemaker had reached end of life (eol) approximately 5 months ago. Technical services (ts) analyzed device episode data from last available report approximately 9 months ago and determined that the battery power consumption was 448% which was an indicated that this device was suspected of exhibiting premature battery depletion (pbd). Prior to explant procedure, this device could not be interrogated. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker had reached end of life (eol) approximately 5 months ago. Technical services (ts) analyzed device episode data from last available report approximately 9 months ago and determined that the battery power consumption was 448% which was an indicated that this device was suspected of exhibiting premature battery depletion (pbd). Prior to explant procedure, this device could not be interrogated. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for further investigation.